Event description:
The customer obtained erroneously low sodium results for two (2) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on an alternate dxc and obtained higher na results within the normal reference range for the patients. The erroneously low sodium results were reported outside the laboratory and later amended. There was no effect to patient treatment in connection with this event. Quality control was within laboratory's established ranges prior to the event. In addition, the customer also reported sodium (na), chloride (cl), and calcium (calc) calibration and quality control precision issues. Beckman coulter customer technical support (cts) reviewed the calibration reports and confirmed precision and recovery were out of expected ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) found the carbon dioxide (co2) alkaline buffer damper/debubbler overflowing causing a grounding effect. The fse reseated the co2 alkaline buffer line on top of the damper/debubbler and cleaned the buffer around the chamber. In addition, the grounding effect caused the calcium and chloride electrodes to become out of specification. The fse replaced the calcium and chloride electrodes to resolve the issue. The fse verified instrument operation.